Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed that the lead had migrated out of the epidural space and wrapped around the ipg. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The reported observation of lead migration could not be confirmed through electrical testing of the return products. A visual inspection of the returned lead found no damage to the lead body; some discoloration was noted. The lead was subjected to resistance and continuity testing and measured within the expected range. There were no indications on the lead body that the anchors did not hold the lead in position.